Event description:
It was reported that the universal reciprocating saw attachment saw blade did not hold on the jigsaw attachment. There was no patient harm reported, and the procedure was completed with an alternate device. Surgery time was extended by 10 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.